Event description:
Customer reported a low blood glucose while he was driving. Customer stated that he checked the insulin pump and noticed most of the insulin was gone. The blood glucose reading was 57 mg/dl at the time of hospitalization and 110 mg/dl at the time of the report. Customer was treated with liquid glucose and food. He stated that the drive support cap appeared normal and recessed. Customer was in the hospital due to a car accident in which he was the driver. The programming was reviewed and it was found that 18 units of insulin was delivered to the customer within an hour and 40 minutes. Customer stated that the insulin pump was not exposed to a strong magnetic field or MRI. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.